Event description:
The customer received a control result of 190mg/dl on his contour meter. The approximate normal control range is 90-123mg/dl. No adverse events were alleged. Customer has disposed of his test strips. Replacement test strips and a new meter were sent to the customer. Strip information was not provided but meter information was given.